Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with blood glucose value of 110 mg/dl. The customer reported hypoglycemia was treated with glucose/carb intake. The event involved product(s) mmt-1886. Troubleshooting was performed. The pump did not correct the condition. No further patient complications were reported. Mmt-1886 was requested, and the customer response was the device will be returned.

Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Unit was monitored and functioning properly. Unit verify bolus delivery and recorded at pump history. No alarm anomaly during testing. 06/29/2025 00:04:15.000 normalbolusdelivered (220). Systemtime = 06/29/2025 00:04:15.000. Bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 1750 (0.175 u). Bolusamountdelivered: 1750 (0.175 u). Pump passed the dat at 0.08740 inches. Unit care link and pump history was download successfully. Tested with a test p-cap and the test p-cap locked in place properly. Unit perform visual inspection and pump received with battery tube threads - cracked and cracked case-corner of belt clip rails. Delivery anomaly-possible over delivery not confirmed. Damage confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.